Event description:
It was reported that when using the bd pyxis medstation system, latch tower 4 failed to open. The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch tower 4 failed to open at the station. A field service engineer checked and cleaned all latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.